Event description:
A customer contacted stryker to report that their device would not power on. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
From communication with the customer, it was identified that the battery was out of warranty period. The customer was recommended to replace the battery. The device remains with the customer. The device was not returned for evaluation. The reported issue could not be verified or duplicated. The root cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.